Event description:
Customer reported that the infusion sets became jammed in the inserter device. The blood glucose reading was 449 mg/dl. She declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.